Manufacturer narrative:
The insulin pump was passed rewind, basic occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. However, unit alarmed motor error during occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 20 mmol/l. The customer state the blood glucose fluctuates. They have changed reservoirs, insulin and the reservoir many times. Troubleshooting was not performed. However the customer lost confident in the pump. The device will be returned for analysis.